Event description:
Event description boston scientific crm received information that this transvenous defibrillation lead and this transvenous pacing lead dislodged due to twiddler's syndrome. The physician elected to explant and replace the leads with similar model boston scientific leads. To date, there have been no reported patient symptoms associated with this clinical observation.